Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock connection became loose after injecting noradrenalin. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, connection became loose after injecting the drug such as noradrenalin."

Manufacturer narrative:
H6: investigation summary: it was reported there was a loose connection. To aid in the investigation, a sample and three photos were received for evaluation by our quality team. No breakage or deformity was observed in the current product. The connection of the three-way stopcock was fixed normally, and no loosening or leakage could be identified. In addition, no loosening or leakage was observed when a luer-locking module was connected to the q site. The defect reported was not observed in the photos provided. Since no abnormality was found in the current product and the event was not reproduced, it is presumed that there was a possibility of insufficient tightening of the connection at the time of the event. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation, bd was not able to confirm the customer's indicated failure mode of loose component.

Event description:
It was reported that the bd connecta¿ stopcock connection became loose after injecting noradrenalin. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, connection became loose after injecting the drug such as noradrenalin."